Event description:
3/13/98 - facility's reason for return states "evaluation." Co is trying to locate the facility's "in-process event summary." 4/8/98 - contacted facility and they stated this was returned for "pt infection, all leads were explanted." They did not provide a copy of their in-process event summary. They gave the information over the phone 4/17/98.